Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary for (B)(4): analysis of the device revealed normal battery depletion.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient's device and leads were working fine with only a few episodes of noise on the right ventricular (rv) lead. It was further reported that the patient suffered from cardiopulmonary arrest, was taken to the emergency room and received an external shock due to ventricular fibrillation (vf). There was a loss of pacing and sensing on both the rv and right atrial (ra) leads. It was noted that there was another cardiopulmonary arrest perhaps because of a loss of capture on the rv lead. The next day there was a loss of capture and elevated rv thresholds. The physician suspected a problem with the rv lead insulation or that it was another episode of vf. The device and rv lead were explanted and replaced. The ra lead remains in use. No further patient complications have been reported as a result of this event. It was reported that the patient's device and leads were working fine with only a few episodes of noise on the right ventricular (rv) lead. It was further reported that the patient suffered from cardiopulmonary arrest, was taken to the emergency room and received an external shock due to ventricular fibrillation (vf). There was a loss of pacing and sensing on both the rv and right atrial (ra) leads. It was noted that there was another cardiopulmonary arrest perhaps because of a loss of capture on the rv lead. The next day there was a loss of capture and elevated rv thresholds. The physician suspected a problem with the rv lead insulation or that it was another episode of vf. The device and rv lead were explanted and replaced. The ra lead remains in use. No further patient complications have been reported as a result of this event. It was reported that the patient's device and leads were working fine with only a few episodes of noise on the right ventricular (rv) lead. It was further reported that the patient suffered from cardiopulmonary arrest, was taken to the emergency room and received an external shock due to ventricular fibrillation (vf). There was a loss of pacing and sensing on both the rv and right atrial (ra) leads. It was noted that there was another cardiopulmonary arrest perhaps because of a loss of capture on the rv lead. The next day there was a loss of capture and elevated rv thresholds. The physician suspected a problem with the rv lead insulation or that it was another episode of vf. The device and rv lead were explanted and replaced. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient's device and leads were working fine with only a few episodes of noise on the right ventricular (rv) lead. It was further reported that the patient suffered from cardiopulmonary arrest, was taken to the emergency room and received an external shock due to ventricular fibrillation (vf). There was a loss of pacing and sensing on both the rv and right atrial (ra) leads. It was noted that there was another cardiopulmonary arrest perhaps because of a loss of capture on the rv lead. The next day there was a loss of capture and elevated rv thresholds. The physician suspected a problem with the rv lead insulation or that it was another episode of vf. The device and rv lead were explanted and replaced. The ra lead remains in use. No further patient complications have been reported as a result of this event.